Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the packaging for the implant malfunctioned during a dental implant surgery. While preparing to place the implant, it was discovered that the implant was not inside the box but attached to the box's cap. When the cap was opened, the implant fell to the ground, causing a delay in the surgery. The implant was replaced with a new one, and the surgery continued.